Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5243999. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a patient was doing home dialysis and in this process a 10 ml bd luer-lok syringe with 20 g x 1 in. Bd precisionglide needle was used. The patient had fallen asleep and approximately an hour and a half later woke up and noticed that blood had leaked from the connection between the syringe that holds the heparin and the heparin line from the blood line due to an unsecure connection. There was not a massive amount of blood loss, approximately 50ml. There was no injury to the patient and she did not receive any treatment, however the patient did receive lab work to check her hgb level. The patient's hgb level prior to the incident was 11.4 and after the incident it was 10.7.